Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 180930. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Taking into account the available feedback of "the application needle jumps out when he is going to apply the medication¿ " we understand that a defective hub connection issue took place. Based on past experiences, it is possible that the connectivity issue was the result of defective luer dimensions or damages in the syringe tip. This incident could also be related to an insufficient adjustment between the devices by the end user. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: possible incorrect handling of the product. Rationale: since complaint is not possible to confirm, DHR show no abnormalities or issues and no complaints from other customers, it was determined that no corrective actions are required at this time.

Event description:
It was reported that during use the needle separates from syringe with a bd needle 30ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: the application needle jumps out when he is going to apply the medication.